Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has history of significant facial nerve stimulation. At one time, the pt was able to wear the device without stimulation with live speech; facial stimulation occurred only during programming stimulation. In (B)(6) 2013, the pt was seen for programming and all results were within normal limits and the facial stimulation was able to be programmed around. The pt left the appointment wearing the device, demonstrating responses to speech, and did not appear to have any facial nerve stimulation in response to sound. Add'l info received on (B)(6) 2014, the symptoms are continuing and a decision has been made by the clinic to explant the pt. The pt continues to demonstrate significant facial stimulation and has not made sufficient progress.